Event description:
(B)(4). The provider states the left motor has no output. Call was dropped. Called the provider back and he states he has no additional information and he received all the information he needed (B)(4).